Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿sensor wire too weak / thermistor chip too weak¿. It is unknown whether the device had met relevant specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f : the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the 16fr temperature sensing foley catheter was producing incorrect temperature reading. The foley temperature reading was 38.7c and the oral temperature reading was 37.8c. Reported that the patient did not feel the warm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the 16fr temperature sensing foley catheter was producing incorrect temperature reading. The foley temperature reading was 38.7c and the oral temperature reading was 37.8c. Reported that the patient did not feel the warm.